Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing multiple no deliveries. The customer¿s current blood glucose level was 484 mg/dl. The customer declined troubleshooting for the no delivery and the high blood glucose. The customer also reported that there were air bubbles in the reservoir and infusion set. Troubleshooting was performed. They were advised to change the set. The device will not be returned for analysis.